Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 23x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305902, batch # 5280958. Verbatim: complaint via email. Please review the branded product quality complaint involving henry schein item# 9875902 from our customer. The customer has been issued a return label to return the product for evaluation. Product description: safetyglide needle. Hsi item number: 9875902. Manufacturer part number: 305902. Lot or serial number: lot number: 5280958; expiry date: 09/30/2030 issue: one of my medical assistants gave a vaccine this morning, and during the injection, the needle actually separated from the hub and was actually left in the patients leg? There was no struggle or issue with the shot, it just waslleft. Please reach out to the customer directly by email at or by phone at if you have any additional questions or concerns, and to provide the findings of your investigation. No further details provided.

Manufacturer narrative:
(B)(4). Follow up it was reported the needle separated from the hub during the injection. A device history record review was completed for provided material number 305902, lot 5280958. The review revealed all visual inspections were performed per requirements with no quality notifications related to the condition reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Additional device histories were reviewed for each lot of needles used in the manufacturing of this final lot. There was no documentation for this type of defect during the entire production run of these lots. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.